Event description:
During cardiac catheterization procedure, when advancing catheter into aorta the rca(right coronary artery) was seen to be occluded. There were multiple filling defects either consistent with air or clot. May have been an embolus out of the coronary into the aorta. Patient required brief intubation. FDA safety report ID# (B)(4).